Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 526 mg/dl and (B)(6) 2018 with blood glucose of 520 mg/dl. Customer¿s current blood glucose level was 171 mg/dl and other blood glucose level was 400 mg/dl, 110 mg/dl, 175 mg/dl and 160 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as severe pain across her chest and up around her shoulder and her back. The customer was treated with insulin pump and emergency room. Customer stated that they received no delivery alarms. Customer also stated that the insulin was exited. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that drive support cap was normal. Customer stated that the declined to perform high pressure test. Customer was declined to troubleshoot because she had a no delivery alarm. The insulin pump will not be returned for analysis.